Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that on august 11, 2022, during the surgical treatment of multiple aneurysms of internal carotid c4-c6 segment, opened the outer package and checked it in good condition. Then delivered the microcatheter phomen27 reached the m1 segment. After the stent was fully hydrated, it was delivered into place through the microcatheter. The stent could not be opened in the distal section when the blood flow directing dense mesh stent was deployed. After repeated attempts, the stent was still blocked and could not be opened. Then withdrew the stent and microcatheter to deploy in vitro, still could not open the stent. Replaced with a new microcatheter and stent (ped-475-18) , successfully completed deploying. The pipeline was not positioned in a bend and more than 50% of it had been deployed when it failed to open. It was resheathed less than or equal to 2 times and it was removed from the patient.  No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an indication that was on label and the pipeline and any accessory devices were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm. Landing zone was 4.73mm distal and 5.12mm proximal. It was noted the patient's blood flow was xxx and vessel tortuosity was minimal. Angiographic result showed smooth blood flow.  It was reported that ancillary devices include a .

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): a pipeline flex embolization device and a phenom-27 catheter were returned for analysis within a shipping box; within a sealed biohazard pouch; within an opened pipeline flex embolization device inner pouch and within individual dispenser tracks. Visual inspection/damage location details: the model and lot numbers for the phenom-27 catheter were not provided; therefore, compatibility could not be assessed. The pipeline flex braid was found to be stuck within phenom-27 hub. The braid was then removed from the hub. (Pli-10) no bends or kinks were found with the pipeline pushwire. The hypotube was found to be stretched with ptfe pulled back. The proximal bumper, re-sheathing marker and re-sheathing pad were not returned. The pushwire was found to be detached at hypotube proximal to wire weld. The dps sleeves appeared to be in good condition. The tip coil was found to be damaged. The proximal braid end was found to be collapsed and frayed. The distal braid end was found to be collapsed and frayed (pli-20) no device malfunction was reported with the phenom-27 catheter. The phenom-27 catheter total length was measured to be ~158.6cm. The phenom useable length was measured to be ~152.1cm. Upon visual inspection, no damages were found with the phenom hub. No bends or kinks were found with the catheter body. No damages were found with the marker band or the distal tip. No other anomalies were observed. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was confirmed as pipeline flex braid distal end was found to be collapsed. The root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.